Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The 5.5 support that had position signal loss. After the loss of position signal the pump was replaced after 3 days. The pump was weaned and explanted. A 2nd 5.5 was placed and it supported successfully. No lasting harm or injury.